Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, the device has moved or dislodged without sequelae.

Manufacturer narrative:
This is no longer considered an adverse event and the regulatory reports associated with this reported device need to be cancelled. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).